Event description:
User facility reported under medwatch mw5179081 received on12dec2025 that the patient was implanted and had a stroke on (B)(6) 2023 due to a pump malfunction. The left ventricular assist device (lad) was removed, and a new one was implanted. Medical products and treatments that were used were a lvad, iron, jardiance, lasix, pacemaker, potassium, rovostatin, spirolactin, vitamin d, warfarin, and zoloft.

Manufacturer narrative:
Medwatch report number mw5179081. A4 - patient weight was not provided by the customer. No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Sections d6a and d6b: date of implant and date of explant were not provided. Manufacturer's investigation conclusion: the reported device malfunction could not be confirmed based on the provided information. A specific cause for the reported event, as well as a direct correlation between heartmate 3 left ventricular assist system could not be conclusively established through this evaluation. As there was no available contact information included with the reported event, additional attempts to gain more information were unable to be conducted the serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, rev. D, and the heartmate 3 lvas patient handbook, rev. A, are currently available. Section 1, ¿introduction,¿ outlines device malfunctions and potential adverse events, including stroke, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 ¿patient care and management¿ provides information regarding anticoagulation, including recommended inr (international normalized ratio) range. Section 8 of the patient handbook, ¿handling emergencies¿, lists examples of emergencies and the recommended actions associated with these emergencies. Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.